Manufacturer narrative:
Fault could not be replicated when the device came back for investigation. It was found however that the unit had been exposed to a blood spill. Found no damage caused by blood spill and deep-cleaned unit. Ran repeated full occlusion tests. As a precaution the unit was replaced.

Event description:
The perfusionist was in weaning mode but had to go back on bypass (he was not completely off yet and had some flow). He tried increasing the flow using the venous occluder but the flow did not go up. He got out of the weaning mode and selected the "open" icon in the venous tile but the occluder remained in the same position. He tried using the release button in the venous tile but the occluder bobbins still did not move. He physically took out the bobbins from the occluder to remove the venous line to go back on bypass. After the case, the perfusionist repositioned the bobbins back into the occluder. The bobbins were initially in the clamped position but the venous tile showed "released." He was able to move the bobbins to released position, then to clamped and to open without issue. This unit was replaced by on site bonded inventory.